Manufacturer narrative:
The facility cancelled the service call as they decided not to have the unit repaired. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "electrical burning smell coming from monitor" (device emits odor). A customer reported a system had an electrical burning smell coming from the monitor. This occurred during the setup process when the system was initially turned on. The system was shut down and another system was used to complete the surgeries. The biomedical engineer reported the system had been in storage for some time, which may have contributed to this issue. There were no pts that were impacted as a result of this event as this occurred prior to pts arriving.